Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 double clicks and failed. A field service engineer verified that the wiring harness connections were secure. Replaced the latch switches to resolve the issue. Confirmed through diagnostics that the tower door was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was clicking, not latching and failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.